Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests however, the insulin pump alarmed failed self test during the self test due to faulty board. No cosmetic damage noted during physical inspection.

Event description:
The customer's father reported via phone call that they received failed self test alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.